Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was reported that the patient was hospitalized on the same day as the event onset. The patient was treated with vancomycin injection (1 g, for 14 days, route and frequency not reported) and ceftazidime injection (1 g, for 14 days, route and frequency not reported) for peritonitis. One day after the event onset, the patient was recovered from the event and was discharged from the hospital. Pd therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.